Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The sales representative (sr) reported that when the programmer powers on, it takes a long time to boot; no error message. Technical support (ts) suggested the sr try the service disk and if it does not resolve the issue, then return the programmer for service. There was no patient involvement indicated.